Event description:
It was reported, that the segmental lefort and bilateral joints did not line up. New devices will be manufactured. And a revision surgery will be performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Corrected: b1, updated: h6. The reported event was confirmed based on the provided CT imaging, which showed that the mandible components had not been placed. The investigation concluded that the surgeon did not replicate the operative plan, likely due to challenges in orientation caused by the patient¿s unique anatomy. This event does not involve any device failure, malfunction, or performance issue. Based on the investigation and corresponding statistical evaluation, there is no indication of a product malfunction or any design, material, or manufacturing-related issues. Therefore, no corrective or preventive actions are deemed necessary at this time. The complaint has been included in the ongoing complaint trend analysis.

Event description:
No new information.